Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient reported that she was 'under insulin shock'. Her husband tried to wake her up but the patient remained unconscious. The patient´s husband called an ambulance and a blood glucose reading was taken which was 40 mg/dl while the cgm was reading 120 mg/dl. The paramedics treated the patient with glucagon and the patient recovered. At the time of the report, the patient was doing okay. No data was provided for evaluation. The product was not evaluated because sensor has been compromised and the environment in which the system failed cannot be replicated. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.